Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 500 mg/dl with large ketones and extreme thirst. The reporter noted the patient received phone advice from a healthcare provider to treat with insulin via injection, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that signs or symptoms of a reported unrelated illness contributed to the blood glucose excursion. It was reported the patient overrode the result of the bolus calculating feature to deliver a bolus. The patient was referred to a healthcare provider for diabetes care management. This complaint is being reported because the reported adverse event was attributed to a device use error.